Event description:
The customer reported that the system experienced communications errors. This error can result in a system lock up or prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board pcb, fluoro functions pcb and systems interface pcb were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.